Event description:
It is reported that the surface would not seat onto the tm tibial baseplate.

Manufacturer narrative:
Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the measured dimensions are within specification; the dovetail feature is deformed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.